Event description:
Patient presented to clinic on (B)(6) 2025 to have protector/ guard removed from driveline by medtronic engineer. Protector/guard had become hard making it difficult to remove should an emergency occur. Removed without incident.